Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 20 mmol/l at the time of incident. Customer¿s current blood glucose level was 18.5 mmol/l at the time of call. Customer state that insulin pump passed displacement test. Customer stated that there was leaks or air bubbles in the tubing and reservoir. Customer stated that the cannula was little bent. Customer reported insulin exited at the quick release. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The insulin pump will not return for the analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).